Manufacturer narrative:
Device will not be returned for investigation. No evaluation will be performed. If the device or pertinent info is received it will be provided on a supplemental report.

Event description:
On (B) (6) 2009, the pt underwent the surgery with the g3 trochanteric nail. On (B) (6) 2010, the pt had the pain in the hip joint and the surgeon found through the x-ray that the nail was broken in the part of lag screw hole. Therefore, the surgeon is planning revision surgery on (B) (6) 2010. The surgeon thought that the nail was fractured because, pt bone was non-union.